Manufacturer narrative:
This complaint has not been confirmed. Device not returned to manufacturer. No injury was reported, no medical attention was reported to have been sought. This is being reported as a possible delamination, as choking is possible as a result of delamination.

Event description:
She has used it nightly for over a month and just discovered that the guard has spliced apart in 2 pieces from top to bottom, making it useless.